Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in washington dc reported that the needle in the manometer of an rd900aeu neopuff infant resuscitator does not move. There was no reported patient involvement.